Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection upon receiving revealed a cracked screen lens, damaged home button, dust contaminated intake fan. The root did not turn on using battery or ac power due to both ac inlet fuses had an open connection and black contaminant on the ac dc power supply and the inner device housing. The device was tested after replacing the customer¿s ac inlet fuses and the ac dc power supply and charging the battery. The device was able to power on using both ac and battery power and remained on during switching between ac and battery. The device had a damaged home button. The device was plugged and unplugged from ac power 10 times without any smoke and without any other errors. The device was able to successfully establish communication with a good radical-7 and was able to obtain spo2 and pulse rate readings using masimo sensor. The device was found to visually and audibly alarm during alarm conditions. Customer complaint not duplicated but the most probable cause identified. The defective ac dc power supply most probably caused the customer complaint at the customer site as there was evidence of remaining black contaminant. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.

Event description:
The customer reported the device started to smoke. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the device started to smoke. No patient impact or consequences were reported.